Event description:
A pt reported blood glucose results of "10.4 mmol/l, 7.6 mmol/l, 5.4 mmol/l, and 7.2 mmol/l" with a lifescan meter, performed within 10 minutes of each other. The meter was replaced.